Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose results were 102mg/dl, 95mg/dl,137mg/dl. Tests were done within <10 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.